Event description:
The initial reporter stated they received discrepant results for three patient samples tested with crp4 (c-reactive protein) on a cobas 6000 c501 module. The first sample initially resulted in a crp value of 29.2 mg/dl and it repeated as 8.5 mg/dl. The second sample initially resulted in a crp value of 26.6 mg/dl and it repeated as 8.6 mg/dl. The third sample initially resulted in a crp value of greater than 83.031 mg/dl with a data flag on (B)(6) 2023 and it repeated as 62.813 mg/dl on (B)(6) 2023. The sample was repeated again on (B)(6) 2023, resulting in a crp value of 15.534 mg/dl.

Manufacturer narrative:
The crp reagent lot number was 73423401, with an expiration date of 30-jun-2024. Calibrations showed frequent errors and imprecision was observed in the quality control data. The field service engineer found a broken rinse tube. Two rinse tube assemblies were replaced. Checks were performed and the outcome was positive. The assay was re-calibrated. The investigation determined the service actions resolved the issue.